Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was "not working correctly, sticking, and was hard to press." There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and additional information could not be obtained.